Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. N/a was selected for as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of cola and dextrose for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of cola and dextrose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) to (B)(6) based on returned product. Section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Extended investigation has been conducted for the reported complaint. Performed visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to improper improper insertion of the sensor tail. Therefore, this issue is not confirmed. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.